Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 564, 534, 454, 228 and 217 mg/dl. Customer stated the results from the true metrix are higher compared to another device; actual meter to meter comparison test results were not provided. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl and expected bedtime fasting blood glucose test result range is 126-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/26/2024 and open vial date is 04/2023 (expired, open more than 4 months). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history:result 1: 564 mg/dl date: 10/29 time: 7:50 pm fasting result 2: 534 mg/dl date: 10/29 time: 7:49 pm fasting result 3: 454 mg/dl date: 10/29 time: 7:47 pm fastingresult 4: 228 mg/dl date: 10/12 time: 8:42 am fastingresult 5: 217 mg/dl date: 10/10 time: 7:41 pm fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 15-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.